Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated longevity dropped by approximately 25% over the course of two months. Data analysis confirmed the battery depletion is consistent with low voltage capacitor degradation behavior. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated longevity dropped by approximately 25% over the course of two months. Data analysis confirmed the battery depletion is consistent with low voltage capacitor degradation behavior. A replacement procedure is expected to be scheduled, however, this device remains in service. No adverse patient effects were reported.